Event description:
Glove was pulled out of an open glove box stored in the nurse server drawer that had black specks on it, likely mold. Description of box: fitguard es select size large, lot bg412967508 date of manufacture 12/1/2024. Similar situation happened on [redacted] - another unit - last week and was reported to supply chain.